Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the event occurred in the cath. Lab the (iab) intra- aortic balloon catheter was prepped and inserted with slight resistance via a sheath in the left femoral artery. After the successful insertion the user noticed via x-ray that the iab membrane was not inflating completely. The pump did not alarm. The patient's blood pressure waveform was not normal. The iab was removed and a second iab was prepped and inserted into the same insertion site. There was a 30 minute delay / interruption in iabp therapy. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is listed as good.

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 7.5fr iab. There was a bend in the flex tip at 5cm from the iab distal tip. The bladder was withdrawn into the sheath. Slight buckling was noted at 15cm from the sheath distal tip. The bladder was fully unwrapped. Approximately 14cm of the iab distal end was exposed out of the sheath. The one-way valve was tethered to the short driveline tubing. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. The iab passed. No holes or leaks were detected in the bladder membrane, catheter body, or bifurcate. The iab was connected to an intra-aortic balloon pump (iabp) with lab inventory driveline tubing. The iab was inserted into the "t" tube and 75mmhg backpressure was applied. The iab was pumped for a minimum of 5 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. See other remarks sections for device evaluation continuation. Other remarks: a lab inventory 0.025 inch spring wire guide (swg) was front loaded through the luer end of the iab. Resistance was encountered at the previously noted bend and the swg was able to advance. The swg was back loaded through the iab distal tip. Resistance was encountered at the previously noted bend and the swg was able to advance. Blood exited with the swg. The bent flex-tip is likely to have occurred during product prep or insertion. The stylet would have been unable to be removed if the bend occurred prior to removal from the tray. This bend could have caused inflation issues within the patient. Conclusion: the reported complaint of the balloon not fully inflating is not confirmed. The balloon fully inflated and deflated during functional testing. The procedure related bend is likely to have caused the reported insertion resistance and inflation difficulty.

Event description:
It was reported that the event occurred in the cath. Lab the (iab) intra- aortic balloon catheter was prepped and inserted with slight resistance via a sheath in the left femoral artery. After the successful insertion the user noticed via x-ray that the iab membrane was not inflating completely. The pump did not alarm. The patient's blood pressure waveform was not normal. The iab was removed and a second iab was prepped and inserted into the same insertion site. There was a 30 minute delay / interruption in iabp therapy. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is listed as good.